Manufacturer narrative:
Investigation/conclusion: the customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml hcg cutoff urine control and 100 miu/ml hcg urine control; all results were hcg positive at read time and met quality control specification. There were no false negative results obtained. Per package insert (pi), false negative results may occur when the levels of hcg are below the sensitivity level of the test. " because during the day, the level of hcg is affected by the amount of water impact." Manufacturing batch record review did not uncover any abnormalities. A root cause could not be determined due to insufficient information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.

Event description:
The following information was reported on (B)(6) 2016 by a distributor. A customer in slovenia alleged potential false negative hcg results using the hcg one step pregnancy test strips in comparison to laboratory serum quantitative result of 329 miu/ml. On (B)(6) 2015, a patient performed two (2) home pregnancy tests and the results were positive. In the night, the patient presented to the hospital (unspecified reason) and was tested four (4) times with the one step pregnancy test and all results were negative. In the morning the serum quantitative result was positive at 329 miu/ml. There was no adverse patient sequela. There was no other information available.